Event description:
It was reported that the 9800 system experienced a precharge failure prior to case. Sys was rebooted and case went on as planned. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the image intensifier tube and snubber pcb. The system was tested and found to be working as intended. Returned to service.